Event description:
A physician reported a pt who was originally skin tested on 1 december 1997 in the left forearm with negative results. The pt has had multiple collagen treatments without adverse response. On 10 february 1998, the pt was treated in the upper vermillion border. On 9 july 1998, the pt reported tenderness in the center of the upper vermillion border.the exact date of symptom onset was unk. The pt reported the symptoms to her family physician (name not privided) who prescribed keflex and motrin. On 10 july 1998, the pt was examined by the treating physician who noted the pt had swelling, induration, and tenderness from the center of the upper vermillion border down to the mucosa of the upper lip area. The physician prescribed oral benadryl. On 13 july 1998, the pt presented with increased swelling of the upper vermilion border area. The physician used a number 11 blade, and performed an excision (under local lidocaine 1% with epinephrine) of the symptomatic upper vermilion border area, and squeezed the colllagen material out. The physician also prescribed a medrol dose pack. The physician believed the symptoms were a foregin body granuloma, and not an abscess. No further medical or surgical intervention was planned.